Event description:
A customer reported the system had differences in the biometry measurements. There was no pt harm. Additional information was requested but none has been received.

Manufacturer narrative:
The company representative examined the system and the problem reported could not be replicated. The company representative completed a system functional verification and confirmed that the system generated excellent measurements. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).